Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been two another complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that during implantation of an intraocular lens (iol) the scratch mark over the optics. The lens was not removed as the scratch was on the periphery of the optic and no patient harm was noticed. Additional information was requested.

Manufacturer narrative:
The used company cartridge was not returned for evaluation. Ninety unopened company cartridges were returned for this lot. Nine of the unopened company cartridge samples were randomly pulled for evaluation. The company cartridges were numbered 1-9 for evaluation purposes. Product history records were reviewed and documentation indicated the product met release criteria. The lens model/diopter was not provided. It is unknown if a qualified lens was used. A qualified handpiece and viscoelastic were indicated. The root cause for the reported complaint could not be determined. The lens remains implanted. The used company cartridge complaint sample was not returned. No determination can be made without physical evaluation of the complaint sample. Nine of the unopened company cartridges returned for the reported lot were evaluated. Functional and dye stain testing was conducted with the nine unopened samples with acceptable results. No lens or cartridge damage was observed after the lens deliveries. It is unknown if qualified lens model/diopter was used. Per the IFU(instructions for use): the company iol(intraocular lens) delivery system is for implantation of qualified company foldable iols. Company foldable iols are qualified for use with a company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process the IFU also instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).